Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that date range does not cover the complaint date due to continued customer use. Review of available data found the total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up properly. The keypad buttons responded normally. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal bolus was delivered corrected. Related to the complaint, the audio bolus button was unresponsive and the audio bolus feature was unable to be tested. Removal of the button cover found that the button assembly was damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was as high as 600 mg/dl with no associated symptom reported. The patient¿s bg at the time of the call was 150 mg/dl. No treatment above and beyond the usual routine of diabetes care and management was reported and allegedly the patient remained on pump therapy without any recent changes to the pump settings. The reporter stated that the patient was on dialysis. The pump was not available for review and no additional information was available at the time of the call. Several attempts by the customer support to follow-up on the matter with the customer were unsuccessful and the reported issue remained unresolved. This complaint is being reported based on the allegation of a serious hyperglycemic event while on pump therapy and the alleged inaccurate delivery issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.